Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the plastic cannula was discovered to be bent inside the body. The home care patient believed that she may have been using the infusion sets incorrectly as she was experiencing issues with the cannula of the set bending. The home care patient reported that their blood glucose levels rose to over 200 mg/dl due to the interruption in insulin therapy. No further adverse effects to user reported.